Event description:
During cryosurgical procedure, the probe screw housing broke away from the cryogun shaft. The probe and housing (2.5" long piece) fell into the patient's vagina. The probe was immediately, manually removed (forceps). There was no patient injury.